Event description:
(B)(4). Same case as 2134265-2013-02174. It was reported that following a coronary artery stenting treatment procedure the patient experienced angina and restenosis. Lesion 1 was a de novo lesion located in the distal right coronary artery (rca) with 90% stenosis and was 35 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilatation and placement of a 2.75 mm x 38 mm ion stent, with 0 % residual stenosis. Lesion 2 was a de novo lesion located in the 1st diagonal with 90% stenosis and was 18 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion with pre-dilatation and placement of two (2.25 mm x 16 mm and 2.25 mm x 8 mm) ion stents. Following post dilatation, residual stenosis was 0%. Lesion 3 was a de novo long lesion extending from the mid left anterior descending to the distal left anterior descending artery with 90% stenosis and was 25 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion with pre-dilatation and placement of a 2.25 mm x 32 mm ion stent. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented with squeezing chest pain with a crushing sensation along with the pain that radiated to the left upper extremity, which was off and on without any exertions and without resolution even after nitroglycerine. The patient was hospitalized and restenosis was discovered. The 90% proximal edge restenosis of the previously placed study stent located in the distal rca and the 90% distal edge restenosis of the 3 mm x 20 mm taxus ion drug eluting stent (placed during prior tvr) located in the proximal rca. Restenosis was treated with the placement of 3.5 mm x 16 mm promus element plus and post dilated with 3.5 x 12 mm quantum apex balloon catheter with 0% residual stenosis. Medication was also given to treat this event. The event was considered resolved without residual effect and patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device ias a combination product. Device evaluated by manufacturer: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).